Event description:
It was reported that the patient received inappropriate shocks due to a fractured right ventricular (rv) lead. The lead also had high impedance. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) v-sic are recorded beginning at implant. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max v-pace impedance rises from 532 ohm the week ending (B)(6) 2014 to > 4000 ohm the week ending (B)(6) 2014. There are 15 nst and 9 vf events of <(><<)> 220 ms v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).